Manufacturer narrative:
Patient demographics (age at time of event, date of birth, gender, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was requested for evaluation but was not returned, therefore the complainant's event could not be verified. The cause of the event could not be determined from the information available and without device evaluation. Lot number was not provided so device history record review cannot be performed. Complainant's event typically caused by not inserting the implant co-axial to the bone tunnel or prying/leveraging the driver while the implant is still loaded. The potential causes of this event are being communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted.

Event description:
It was reported that during a distal triceps procedure on (B)(6) 2017, the surgeon was advancing the bio-comp swivelock into the bone and it would not advance fully, leaving the last thread of the anchor outside the bone. The surgeon trimmed- off the top of the anchor making it flush with the bone. The patient bone was reported to be hard. The implant was reported to have held strong and was fixated well. The majority of the anchor remained in the patient and the tiny piece that was trimmed off was discarded.